Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland):

Manufacturer narrative:
Exemption number e2016018 (B)(4). This report has been identified as b. Braun (B)(4) ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Besides the history showed that the user has activated the safety clamp after an operating hint was reported via display. Thereupon the infusomat space was visually and functionally examined. The sample was slightly contaminated and showed signs of a drop damage. The spaceline, which was engaged for testing purposes, was dependably identified. But could not be selected. A start-up was not possible. Inside the device, the drop damages could be confirmed. To perform a functional test the operating unit has to be opened manually and the door bolt drive has to be corrected in its fitting. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. A flow deviation was not comprehensible. The pump operated as intended and the reported failure could not be reproduced.